Event description:
A report was received that during a permanent implant procedure when the physician connected the ipg to the lead, high impedances were showing at level of the ipg on port c and d. Troubleshooting was performed but impedances were still high. Physician attempted to remove the lead from the ipg but could not disconnect lead from ipg. Physician had to pull the lead with a lot of force which damaged the lead. A portion of the lead and the ipg were removed. The remaining portion of the lead was removed when a new lead and ipg were implanted at a later date. The patient was doing well post operatively.

Manufacturer narrative:
Analysis of the returned ipg sc 1200 serial number (B)(4) and the lead sc 2408 56 serial number (B)(4) revealed that the complaint was confirmed. The root cause of the event was, the proximal tip of the lead was stuck in the ipg port d, the remaining lead body was not returned, and the setscrew was missing. It was confirmed that the contact #8 was locked down, flattened by a setscrew, and it would not be retrieved from the header. Inspection of the retention sleeve found no setscrew mark, suggesting that it was a procedure related issue, where the lead was tightened without being fully inserted into the header causing impedance measurement anomalies. No problem was detected in the ipg itself during lab analysis. After removing the proximal tip, the ipg impedance measurement values were normal.

Event description:
A report was received that during a permanent implant procedure when the physician connected the ipg to the lead, high impedances were showing at level of the ipg on port c and d. Troubleshooting was performed but impedances were still high. Physician attempted to remove the lead from the ipg but could not disconnect lead from ipg. Physician had to pull the lead with a lot of force which damaged the lead. A portion of the lead and the ipg were removed. The remaining portion of the lead was removed when a new lead and ipg were implanted at a later date. The patient was doing well post operatively.

Manufacturer narrative:
Analysis of the returned lead sc 2408 56 serial number (B)(4) revealed that the complaint was confirmed. The root cause of the event was, the proximal tip of the lead was stuck in the ipg port d. The clean cut section of the lead was later returned. The clean cut damage is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that during a permanent implant procedure when the physician connected the ipg to the lead, high impedances were showing at level of the ipg on port c and d. Troubleshooting was performed but impedances were still high. Physician attempted to remove the lead from the ipg but could not disconnect lead from ipg. Physician had to pull the lead with a lot of force which damaged the lead. A portion of the lead and the ipg were removed. The remaining portion of the lead was removed when a new lead and ipg were implanted at a later date. The patient was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device components involved: reference number: tw# 10587223, product family: scs-ipg-r-MRI, upn: m365sc12000, model: sc-1200, serial: (B)(4), batch: 359326.

Event description:
A report was received that during a permanent implant procedure when the physician connected the ipg to the lead, high impedances were showing at level of the ipg on port c and d. Troubleshooting was performed but impedances were still high. Physician attempted to remove the lead from the ipg but could not disconnect lead from ipg. Physician had to pull the lead with a lot of force which damaged the lead. The damaged lead and ipg were removed. A new lead and ipg were implanted at a later date. The patient was doing well post operatively.